Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On the same day the sensor was inserted, the cgm reading was 40 mg/dl and the patient self-treated with glucose tablets. Then she started to feel dizzy, hot and sweaty. Her neighbour helped her and took her to the hospital. At the hospital they took a blood glucose reading which was 433 mg/dl. The patient couldn´t remember the treatment received at the hospital by the doctors. There was no information when the patient was discharged. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No allegation. No additional patient or event information is available.